Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient had their battery replaced because it was defective. It was noted the patient experienced stinging at the ins site. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that at the end of may, beginning of (B)(6) 2017, the patient¿s ins site was very warm. In (B)(6), the patient¿s symptoms were not yet controlled, and they were directed by their manufacturer representative to increase stimulation to the next level, and if that didn't help with their symptom control, then they should see their healthcare provider. It was reported that when the patient increased the setting at the end of june, it was shocking them at their ins site. They saw their healthcare provider, and were told to turn it off because their ins site was very warm. The patient stated that they tried to turn stimulation off using their programmer (pp), but it wouldn't work. Battery information was reviewed, and it was recommended that they replace the batteries in their pp when they got home. They stated that they may call back after replacing the batteries. It was also recommended that they follow up with their healthcare provider and have the manufacturer representative check the device, as their healthcare provider did not have a clinician programmer. Troubleshooting noted that the patient had been gardening, but that it was not a new activity for them; no trauma or positional stimulation was related to the event. No further patient complications were reported as a result of this event.